Event description:
It was reported that air bubbles were present in the patient line of the cassette during fill one of four of peritoneal dialysis therapy. The home patient was connected to the device at the time of the alarm. During troubleshooting, nothing unusual with the supplies or the set up was identified that could have caused or contributed to the observed air. The technical service representative assisted the care giver with ending the therapy. The care giver planned to start therapy over using all new supplies. There was no patient injury or medical intervention associated with this report. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.